Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor of the lead and it was obstructed. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Also, the visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that within a day of the implant procedure the right atrial (ra) lead dislodged due to patient anatomy. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.